Event description:
It was reported that during a procedure of the mildly tortuous, distal right coronary artery (rca) the 2.5 x 18 mm xience pro stent was implanted, however, a dissection was noted. A second unspecified stent was used as treatment. The patient was reported as stable and fine. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro device is currently not commercially available in the USA; however, it is similar to a device sold in the USA.